Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient reported experiencing inaccurate cgm readings. According to the patient, they lost consciousness and were found on the floor. The cgm reading at the time of the incident was not specified. After an unspecified duration, the patient regained consciousness and noted a cgm reading of 50 mg/dl. The patient self-treated by consuming apple juice and did not seek further medical attention. No additional details were provided during the call, as the patient was feeling unwell. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator with 50 mg/dl cgm reading. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.